Event description:
The customer reported an issue with an incorrect time setting on their device, which was resolved with assistance in updating the pump time. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels outside the normal range. The customer was advised to monitor the device for any recurrence of the time discrepancy and to follow up if the problem persists, with acknowledgment of this guidance.